Manufacturer narrative:
The returned valve was returned with the sterile barrier still intact. Laboratory personnel were able to adjust the pl setting on the first attempt for all pl settings. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Due to the nature of the complaint the product was not removed from the sterile packaging and was not tested for valve flux, patency, leak, siphon, reflux, pressure/flow and preimplantation testing. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when doing pre-admission pressure test and found that it could not be adjusted. The device was not used in the patient.